Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Non-applicator tampons, for menstruation (route vaginal, lot number 4762, frequency and expiration date unspecified). After an unspecified duration, she noticed some of the cotton fell apart on the sides while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on (B)(6) 2012, lot number was updated from 4762 to 3551m4762 the returned sample was received on (B)(6) 2012. A valid lot number was obtained with the returned sample. Returned sample inspection was done. The returned sample contained 18 ob regular non-applicator tampons. The visual inspection performed on the returned sample confirmed that no nonconformance or manufacturing defects were observed related to this complaint. Device history record review revealed that the process was executed as per established parameters and procedures. The retain sample was visually inspected and no nonconformance or manufacturing defects related to the alteration or the substance described by the consumer were observed. A review of the complaint data associated with the breaks/falls apart and reportable pqc complaint categories was performed and found no adverse trends for the ob regular product family. No trend was observed involving this lot number. A review of the history of non conformances recorded in the ob department over the period of (B)(6) 2012, was performed. This review did not indicate a trend requiring action. A review of manufacturing process, design, package and product changes over the period of (B)(6) 2012, was performed. No changes related to this complaint were made. Based on acceptable documentation review, absence of trend and acceptable inspection of returned and retain samples, the investigation concluded that there was no evidence to support that the device failed to meet specifications. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, for menstruation (route vaginal, lot number 4762, frequency and expiration date unspecified). After an unspecified duration, she noticed some of the cotton fell apart on the sides while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.